Event description:
It was reported that the user experienced a low glucose of 40 mg/dl event after announcing a meal size that did not match the actual carbohydrate intake and engaging in physical activity around the time of the meal. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included the need for urgent low-glucose treatment without hospitalization. The user self-treated with oral glucose. Troubleshooting and education were completed regarding meal announcements and appropriate meal size selection. Investigation included case documentation and review of user-reported circumstances. It was concluded, based on established findings for similar reports, that user-related factors, including inaccurate meal announcement and concurrent physical activity, caused the event.

Manufacturer narrative:
Initial.